Manufacturer narrative:
The reported malfunction was observed during testing at zoll medical (B)(4). However, the reported problem could not be duplicated. The device was put through extensive testing without duplicating the malfunction. The device's bridge board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 196" message. Complainant indicated that there was no patient involvement in the reported malfunction.